Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 discardit¿ ii syringes w/o needles were missing their tips, found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "missing part (tip) for 2 syringes. Both devices are available at the pharmacy.

Manufacturer narrative:
Investigation: bd was provided with a photo of the 2 affected samples for catalog 300296 lot 1812173 to investigate for this record. Visual inspection of the returned picture of the samples presented the tip broken. As a result, bd was able to verify the reported issue. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes the syringe tip could break because of blockage in the syringe feeder of the primary packaging machine that produced the rupture of the syringe tip and the reported issue. DHR showed no indication of the alleged defect.

Event description:
It was reported that 2 discardit¿ ii syringes w/o needles were missing their tips, found before use. The following information was provided by the initial reporter, translated from french to english: "missing part (tip) for 2 syringes. Both devices are available at the pharmacy.